Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed a full twist in the mid region of the aortic body stent graft upon deployment of the iliac limbs. A balloon expandable stent was placed within the aortic body stent graft extending up to the secondary sealing ring. The aneurysm was successfully excluded at the completion of the procedure and there were no patient sequelae as a result of this event.